Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have resulted in a loss of ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives repaired the solder on all connectors on the front panel. Calibrated and safety tested unit to factory specification.